Event description:
This is filed to report a single leaflet device attachment, requiring treatment. It was reported that on (B)(6) 2022, the patient presented with mixed mitral regurgitation (mr) grade 4+, with a prolapsed anterior leaflet, a very restricted posterior leaflet, leaflet, and mitral annular calcification (mac). The first mitraclip was successfully implanted. A second mitraclip clip delivery system advanced. Reportedly, there was difficulty with visualization due to the previously implanted clip. The second mitraclip was successfully implanted; however, immediately post deployment, the mitraclip detached from the posterior leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). As treatment, a third mitraclip was successfully implanted, stabilizing the slda and reducing mr. The mr had been reduced to grade 1-2. There was no adverse patient sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported imaging issue is due to procedural conditions (previously implanted clip). The reported incomplete coaptation is a cascading effect of the reported imaging issue. The reported medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.